Event description:
The user facility reported insufficient gas exchange in the capiox device during a procedure. Follow up communication with the user facility reported the following information: the actual sample was used to put a patient of fulminant myocarditis on a centrifugal left ventricular assist device; at the initial stage of ecc, with fio2=70% and v/q=0.5, the blood circulation was normal; the pao2 value maintained around 250- 300mmhg.; about 2 hours after the initiation of the circulation, the gas transfer performance of the actual sample was getting degraded and finally pao2 was decreased to around 150mmhg in spite of the gas flow rate increased to >10l/min. With fio2 set to 100%; the procedure was completed successfully without change-out of the actual sample; and there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2015-00088 to provide the date that was inadvertently left blank in the first follow up report. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #2 for MFR. Report #9681834-2015-00088 to provide the date that was inadvertently left blank in the first follow up report.

Manufacturer narrative:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00088 to provide the return sample evaluation results. The actual sample was rinsed, dried and built into a circuit with tubes. Then, its gas transfer performance was tested by circulating bovine blood arranged in accordance with aami standard in the oxygenator module under the following conditions: at v/q=1, fio2=100% and the flaw rate of 6l/min. And 4 l/min. No anomaly was revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. Review of the perfusion record revealed the following information. During the circulation, the blood flow rate was decreased at some points of time, and there were some decreases in svo2 as well. It was noted that pao2 got increased after a rise in the gas flow rate. The actual sample, after having been rinsed and dried, was verified to be the normal product. Although the exact cause cannot be determined based on the available information, the following simultaneous presence of the below factors may be the cause of the reported decrease in pao2: lowering the blood flow rate led the o2 transfer to be insufficient for the volume of o2 consumption needed for the patient. An increase in pao2 was seen at 16:50 after the increase in the gas flow rate at 16:30. It is likely that water drops accumulated in the gas path way due to the occurrence of the wet lung phenomenon had prevented the gases from being transferred from each other sufficiently. Re-warming the patient led the patient's metabolism to be activated, where the volume of o2 consumption was increased, resulting in the decrease in svo2. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: upon patient re-warming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patient metabolism. Failure to adjust the gas supply and the gas supply and blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism. A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20 l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
This report is being submitted as follow-up #1 for MFR. Report #9681834-2015-00088 to provide the return sample evaluation results.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample upon receipt found no obvious abnormalities which could have caused or contributed to the reported insufficient gas transfer performance. To conduct further inspection the actual sample will be rinsed, dried and subjected to the gas transfer performance test using bovine blood. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date the manufacturing facility received the actual sample. There were no indications of production related anomalies. A review of the shipping test record of the oxygenators in which the fiber of the same fiber lot number as that of the fiber built in the actual sample was built in confirmed there was no discrepancy in the test result. A search of the complaint file found no other report with the involved product/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).